Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 70% stenosed lesion in the proximal left anterior descending (plad) artery. A 3.50x15mm nc trek balloon dilatation catheter (bdc) was just starting to advance in the anatomy, against resistance over an unspecified guide wire (gw) when the distal shaft separated in two pieces outside of the anatomy. The device was removed without issue. There was no reported adverse patient effect and no clinically significant delays in the procedure. A new nc trek bdc was used to successfully complete the procedure. No additional information was provided.

Event description:
Subsequent to the initial filed report, additional information was provided that reported that resistance was met with the guide wire during advancement. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. A conclusive cause for the reported difficulty advancing the device over the guide wire could not be determined; however, the reported separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6: medical device-problem code 2920 added.